Manufacturer narrative:
Device evaluated by MFR.: the device was returned to the complaint investigation site (cis) for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 18mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. The shaft was noted to be kinked at approximately 245mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring, and control are conducted throughout the manufacturing process to establish product conformance to specified requirements. Identification, inspection and testing are performed according to documented procedures. General inspection elements include visual inspection, dimensional inspection, and functional inspection. This includes a review of documentation to ensure that all required in-process and final inspections and testing have been completed and all acceptance criteria are met. There is no evidence that the device failed to meet xxl specification prior to shipping. As per xxl dfu, "xxl balloon dilatation catheters are indicated for percutaneous transluminal angioplasty of narrowed segments in the iliac arteries in the peripheral vasculature. Xxl balloon dilatation catheters are not indicated for use in coronary arteries nor in the neurovasculature." The device was used in a manner inconsistent with labeled indications as it was reported that the device was used to treat the subclavian vein which may have contributed to the complaint incident. As no kinks were reported in the event, the kink on the shaft most probably occurred when the device was being returned for analysis. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the complaint, this investigation is assigned the most probable conclusion code classification of cause traced to intentional off-label, unapproved, or contraindicated use. This is defined as problems traced to the intentional use of the device in an unapproved procedure, for an unapproved patient, or for which it is contraindicated, or not listed on the label.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that balloon leak occurred. The target lesion was located in a subclavian vein. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during inflation at 3 atmospheres, the balloon was leaking. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, returned device analysis revealed a balloon pinhole.